Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001526350-2023-00222, 0001526350-2023-00733. DHR was reviewed and no discrepancies related to the reported event were found. Review of the most recent repair record identified the following related repair: the cutter failed and gears and collars were replaced the event is confirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the cutter failed the sample mesh test. The event timing was outside of surgery. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. Due diligence is complete and no additional information is available.